Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09jun2014. The review was performed from the date of manufacture to the present date 28jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had error codes on syringe, it had previously displayed on the 8015 pcu screen and the nurse sent the whole set down to be repaired. The error code in the error log is 353.7200.5. Right iui connector not registering device as well. There was no patient involvement.